Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/8/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed multiple battery alarms, pump reboots and cs 128 alarms. No battery cap was returned and all testing was performed with a test battery cap. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, the pump powered with the test battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery compartment was found to be cracked in the thread area and below the grip pad. The battery compartment threads were found to be damaged. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in the upper right hand corner of the display area. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture inside the pump.